Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during a polypectomy clipping procedure performed on (B)(6) 2023. During the procedure, the clip did not close and clamp onto the tissue. The clip remained open and did not function properly thus resulting to falling off from the tissue. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.